Event description:
It was reported that bd alaris pump module blood infusion set was under infusing the following information was received by the initial reporter with the following verbatim: it was reported by customer that the blood tubing spike stuck in blood bag at time of flush, resulting in patient not receiving final 30 ml flush and losing 30 ml prbc.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2278-0500 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.